Manufacturer narrative:
The insulin pump alarmed unexpected restart after battery change causing to reset pump due to faulty on interface board. No external ram error alarm noted during testing. The insulin pump functioned properly during rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement test and all operating currents were normal. No unexpected low battery or off no power alarm noted. The insulin pump received with minor scratched display window, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.

Event description:
The customer reported via phone call that they received unexpected restart alarms and external ram error alarms. The customer's blood glucose was around 80 mg/dl at the time of incident. The customer was advised to program a normal bolus into the air. The customer stated that the bolus amount was recorded in the bolus history. The customer stated that a temporary basal was not programmed before the alarm occurred. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.